Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded noise on the right atrial (ra) and right ventricular (rv) leads. The rv lead was non boston scientific. The noise was oversensed; and on the rv channel, there was pacing inhibition of approximately two seconds. It was noted that the patient had an underlying rate in the 30 beats per minute (bpm) range. All other measurements were within normal limits. The device was later replaced to upgrade the patient's therapy. No adverse patient effects were reported.